Event description:
It was reported that during the procedure, an abnormal sound was heard in the laser window. The physician removed and checked the fiber, and it was found that the fiber was damaged. This was the fiber first use. The procedure was completed using another of same device. No patient complications were reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified there was no light exiting the connector or the fiber tip. The observed condition of the fiber can result in an insufficient aiming beam, low energy output, or complete inability to fire the fiber. Based on analysis and the information available, the allegations were confirmed and could affect the functionality of the device; therefore, a conclusion of cause traced to component failure was chosen.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified there was no light exiting the connector or the fiber tip. The observed condition of the fiber can result in an insufficient aiming beam, low energy output, or complete inability to fire the fiber. Based on analysis and the information available, the allegations were confirmed and could affect the functionality of the device; therefore, a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that during the procedure, an abnormal sound was heard in the laser window. The physician removed and checked the fiber, and it was found that the fiber was damaged. This was the fiber first use. The procedure was completed using another of same device. No patient complications were reported.